Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that the cause of the phenomena was due to a failure of the patient circuit (dp) board. No further information was obtained. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is submitted to correct field g3 of the initial report. Section g3 (date received by manufacturer) of the initial report is corrected to dec 5, 2022.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered a faulty patient board, electrical board, a wire was found rusty, minor corrosion on the rear panel and its connector, minor scratch on the front panel, a minor scratch on the top cover, minor corrosion on the led unit and minor corrosion on the circuit board. Additionally, all the buttons on the font panel were working ok and the receptable was ok. Additional information has been requested regarding this event. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, a e300 (scope communication error) occurred on the video system center. Upon inspection and testing of the returned unit, all leds of the front panel were blinking continuously, and a color bar came on the monitor screen instead of the endoscopic image. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.